Manufacturer narrative:
Patient states that her CT scan showed fluid buildup and she is scheduled to see implanting physician dr. (B)(6) on tuesday, (B)(6), for an incision and drainage. For now, holding off on use of revi treatments until given clearance. She did not have a copy of her CT scan report.

Event description:
Fcs reported the following: the patient came in with a lump on her ankle where the implant is. No pain. Swelling. Pt stated it has been this way since the implant activation appt. Pt stated that she received a second round of antibiotics due to possible infection.